Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 06-dec-2012, UDI#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen (2000mcg/ml at approximately 537mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had a return of spasticity. No environmental, external, or patient factors were reported to have caused this issue. A dye study was performed. The proximal catheter segment that connects to the pump was revised and replaced on (B)(6) 2018. The issue was said to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient symptoms were first noticed 2 weeks prior to the dye study, which was on (B)(6) 2018. No results were revealed at dye study. The cause of the catheter revision appeared to be a loose fit at the pump connection site to the catheter. The surgeon indicated it "felt different." The catheter was revised and the surgeon felt a difference in the connection. There were no further complications reported at this time.